Event description:
Difficult procedure. The physician was trying to remove a cordis optease vena cava filter. A cordis rep was contacted and told the physician that any snare could be used to retrieve the filter which was embedded up to 48 days. The snare was attached to the hook part of the ivc. The ivc filter began to collapse, but it was noticed that the upper portion of the filter was not completely collapsing. Injection was made through the sheath and it appeared that the upper end of the ivc filter was adherent to the ivc wall. After considerable manipulation of the snare within the catheter, the marker band dislodged from the catheter. The physician thought the marker band was hung up on the ivc filter, however, the marker embolized to the coronary ventricle. The physician used fluoro to find the marker band. It is undetermined at this time if an invervention will occur.

Manufacturer narrative:
Cine films were received from hospital. The instructions for use for the amplatz goose neck snare states "this device is not intended for removing foreign bodies that have become entrapped by tissue growth."